Manufacturer narrative:
1. DHR/bhr review lot#4080098. 1-this batch of products were assembled at intima ii auto line 4 in march 2024, and packaged at cfs package line in march 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-review incoming inspection records of catheter, no abnormalities. Material number: b5171aaal, batch number:3360807, 3360806, 4022038, 4022054. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for 45psi leakage test and catheter pull force test. The test results show that no leakage is found at the catheter, and the catheter pull force is within the product specifications. Please refer to the attached test reports. 4. During the puncture, the indwelling needle may be punctured repeatedly, causing the catheter to be punctured. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the defective sample has not been received, further inspection cannot be carried out, and the root cause of the distorted and semi-broken state of the catheter cannot be confirmed.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm catheter kink / bent the patient was admitted to the hospital on (B)(6) with "postoperative incision infection" due to incision infection after hepatic lobe special segmental resection + cholecystectomy + portal vein incision and thrombectomy at (B)(6) university, (B)(6), china, on (B)(6) 2024, and was given anti-inflammatory and rehydration therapy by the nurse using an indwelling needle, and the nurse found the patient's medication not dripping on her rounds and immediately checked the indwelling needle and found that the tube of the indwelling needle was not clear. On the morning of september 1, while infusing the second bottle of fluid, the nurse made rounds and found that the patient's medication was not dripping, so she immediately checked the indwelling needle and found that the needle tube was not clear. Remove the needle and check, found that the soft core of the needle twisted and fracture, incomplete fracture to about 1/2, given to replace the needle, and reset the needle, infusion fluids. Explained the situation and the patient showed understanding.